Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and bradycardia. It was also reported that the ipg was pacing below the lower limit and exhibited intermittent loss of capture. The right ventricular (rv) lead also exhibited increasing and variable thresholds. The ipg was reprogrammed. The ipg and lead remain in use. No further patient complications have been reported as a result of this event.